Event description:
A 10mm jackson-pratt (jp) drain was placed during a retropublic prostatectomy. One post-op day #3 the jp was removed and the jp broke at the clear tubing resulting in approximately 6 inches of retained drain.on post-op day #4, surgical removal of the retained fragment was done.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.